Manufacturer narrative:
The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Therefore, the exact cause of the reported event could not be conclusively determined. Since the lot number is unknown, the device history record could not be reviewed. However, omsc has only shipped devices that passed the inspection. In the literature, there was no description of the device's malfunction.

Event description:
On march 29, omsc received the literature "a comparison between non-sedation and general endotracheal anesthesia for retrograde endoscopic common bile duct stone removal: a tertiary center experience". The purpose of the literature was to compare the safety and rate of success and complications during common bile duct (cbd) stone extraction using endoscopic retrograde colangiopancreatography (ercp) performed with no-sedation (ns) or under general endotracheal anesthesia (get). The procedure was performed using a scope (olympus; jf-260v and tjf-240) and a cholangiography catheter (olympus: pr-113q). Non-olympus guidewire was used. The subjects were 630 patients who underwent ercp for biliary stone extraction between january 2010 and september 2013 and classified to the ns and get groups. In the literature, it was reported 3 perforations. It was not found whether 3 perforations occurred during or after procedure, what severe 3 perforations were, and what model of duodenoscope was used when each perforation occurred. The literature wrote about other complications (48 post-ercp pancreatitis, 6 bleedings, 16 pneumonia, and 7 mortality) as below. ¿in our study, we calculated operative time from the time of the start of cannulation to cbd stone clearance, with an operative time 30 min being an independent risk factor for pep. Evaluating the association between both iatrogenic and non-iatrogenic factors for pep (table 5), the biliary pancreatitis, and contract injection into the pancreatic duct were also independent predictive factors for pep.¿ based on the available information, a direct relationship between the olympus product and these perforations could not be determined. This is the report regarding three perforations for a duodenoscope.